Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine interrogation showed the patient's left ventricular (lv) lead had no capture at maximum outputs. An x-ray confirmed that the lv lead had dislodged. The lv lead was repositioned and remains in use. The patient is a participant in the patient is a participant in the (B)(6) prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that after the lv lead repositioning, the patient experienced intermittent diaphragmatic stimulation in certain positions. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.